Manufacturer narrative:
Other, other text: a customer response was received; the event date was provided. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer response was attached to the complaint: the date of the event was (B)(6) 2022.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with damage on the patient outlet connector and top case. The variable relief valve (vrv) manifold is stripped at the connection to the variable relief valve. The input manifold is loose on the bottom chassis. The tamper seals and labels were intact. There was no evidence of the error recorded in the event history log. The customers reported problem was duplicated; tolerance was out of spec. This was due to damages to the vrv manifold. For corrective action the variable relief valve manifold was replaced. The root cause was traced to the customer/user interface. The previous service history has been reviewed and deemed unrelated to the current customer reported problem. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is not delivering enough flow. Not enough pressure and making noise. The event occurred while setting up on a patient. No patient injury reported.